Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardiac monitor (icm) detected atrial fibrillation (af) episodes during sinus rhythms with frequent premature atrial contractions (pacs). The icm remains in use. No patient complications have been reported as a result of this event.